Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting 2 inconclusive sars results. Customer states they were positive by another brand rapid antigen. Further contact with the customer to gather more information or clarify is not possible. Report 1 of 2.